Manufacturer narrative:
Foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a validation error message was observed on the clinician tablet during communication with the implantable neuro stimulator (ins). There was ¿only a selection to finish the workflow, so when the finish was made and communication was performed again, it was said that only the stimulation setting disappeared.¿ it was stated that ¿the original setting could be reset, so there was no particular problem.¿ it was unknown whether any external factors may have led or contributed to the issue. No actions or interventions in particular were taken to address the event. The issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.